Event description:
It was reported that a kink was observed in the distal tip of the recanalization catheter during use in the sfa. The device was retracted without incident. Another catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MFR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcv110016. The investigation is inconclusive as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.